Event description:
It was reported to philips that the device experienced a failure during the self test. Upon further clarification from the engineer, it was discovered that the failure was for the defib/pads test. There was no patient involvement.